Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease flat and wear abrasion observed on the device. White calcification observed the outside of the device. Yellow particles observed outer the device.

Event description:
Patient reported right side "deflation" and "exchange from textured to smooth implants due to the patient's concerns with the product." Physician also reported a right deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation" and "exchange from textured to smooth implants due to the patient's concerns with the product." The device remains implanted.

Event description:
Physician also reported a right deflation. The device has been explanted and replaced.